Event description:
A customer reported that they obtained high readings on their precision xtra meter using 2 different lots of precision xtra plus test strips. It was reported that the customer obtained readings of 22 mmol/l and 24 mmol/l using one set of test strips and 27 mmol/l using a different lot of test strips. The results were higher than the customer felt. It was reported that although the customer felt "low" and the readings were high, he stated he was confused and therefore did not eat anything. Subsequently, the customer became very hypoglycemic and light headed. Although he denied losing consciousness, he did not have any recollection of the event. It was reported that as a result of the symptoms, the customer's son took him to a local hosp, where a reading of 2.0 mmol/l was obtained. The customer was given a glucose injection and was discharged from the hosp approx 3 hrs later. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's meter was returned and investigated, and the complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.